Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was received with its trigger partially engaged and a partially formed staple. The returned stapler appears used as there is biological material present on the device. The staples appear properly aligned. The stapler was returned with 29 staples left in the cartridge indicating that at least 6 staples have been fired by the end user. Reference file (B)(4) for investigation photos. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was received with its trigger partially engaged and a partially formed staple. The returned stapler appears used as there is biological material present on the device. The staples appear properly aligned. The stapler was returned with 29 staples left in the cartridge indicating that at least 6 staples have been fired by the end user. Reference file (B)(4) for investigation photos. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." Nonconformance has been previously opened and is currently in progress to further investigate the complaint issue as the anvil did not release the staples once the trigger was engaged. The anvil in the returned stapler is defective. The reported complaint of "stapler jamming" was confirmed based upon the sample received. The staples were able to properly load and close in the stapler, but they were unable to release from the device. The anvil from the returned sample was put into a functioning lab inventory stapler. Upon engaging the trigger, the staple formed but would not release. The anvil from the lab inventory stapler was put into the returned stapler and upon functional inspection, the stapler formed and successfully released. The anvil in the returned stapler is defective. The stapler was returned with 29 staples left in the cartridge indicating that the stapler was fired at least 6 times by the end user. No errors could be found in the assembly. The anvil is a purchased part. Therefore, the potential cause of this complaint issue is supplier related. Nonconformance 70016611 has been previously opened and is currently in progress to further investigate the defective anvil part.

Event description:
Issue reported: the device was jamming during skin suturing in thyroid surgery. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73b1700270 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: the device was jamming during skin suturing in thyroid surgery. The patient's condition was reported as fine.